Manufacturer narrative:
Manufacturer's updated investigation conclusion: the reported event of low voltage alarms was not confirmed as the low voltage alarms were not observed in the submitted log file. The submitted log file contained approximately eight hours of data (B)(6) 2020 at 03:14:59 ¿ 11:37:31 per the timestamp). No notable alarms were observed in the log file. The pump maintained a speed above the low speed limit throughout the log file without any issues. Additional information provided stated that exchanging the 14v batteries and battery clips did not resolve the issue. The system controller was then exchanged and the low voltage alarms resolved. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log files were submitted for review.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was not confirmed as no log files were submitted for review and the system controller was not returned for evaluation. Additional information provided stated that exchanging the 14v batteries and battery clips did not resolve the issue. The system controller was then exchanged and the low voltage alarms resolved. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describe how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient observed low voltage alarms from time to time despite fully charged batteries. The patient's 14v batteries and battery clips were exchanged but the alarms persisted. The system controller backup battery was also replaced in an attempt to correct the issue but the alarms still did not resolve. It was decided to exchange the system controller. It was later reported that the alarms resolved after the equipment exchange and the defective system controller (serial number (B)(4)) had been discarded.